Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure performed was a carotid endarterectomy surgery. An 8x30mm xact self-expanding stent system (sess) was advanced to the left common carotid artery, and deployment was initiated. After one or two rotations of the deployment actuator, the stent jumped forward into the aortic arch but remained on an unspecified guide wire. The stent was retrieved with a snare, and an unspecified, off-label balloon-expandable stent was used to successfully complete the procedure. There were no adverse patient sequelae, but there was a clinically significant delay of 15-20 minutes in the procedure. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported malposition of the stent could not be confirmed due to the stent already being fully deployed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents. The investigation was unbale to determine a cause for the reported difficulties. It is likely that the shaft kink occurred during advancement in the anatomy. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.